Event description:
It was reported that a new left ventricular (lv) lead was implanted and patient experienced phrenic nerve stimulation later that day. The physician observed the patient for two days and the phrenic stimulation continued. It was further reported that there were high thresholds. The physician decided to extract the lead and implant a new one. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood/body fluid was observed on all conductors. All conductors were distorted. Apparent explant damage was noted. No anomalies were found.